Event description:
The pump was returned for investigation. Investigation revealed a battery compartment crack and a discolored display screen. This report is made based on results of the investigation performed on (B)(6) 2015.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: investigation revealed the display screen was discolored. A battery compartment crack was observed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).